Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) wound pain [wound complication] nurse staff accidentally touched the needle (instead the needle piercing the outer needle cap), which caused skin puncture on the right index finger of the nursing staff [injury associated with device] the insulin needle being too long [needle issue]. Case description: this serious spontaneous regulatory authority case received via from national medical products administration, china was reported by a health care professional nos as "wound pain(wound pain)" beginning on 09-jun-2024, "nurse staff accidentally touched the needle (instead the needle piercing the outer needle cap), which caused skin puncture on the right index finger of the nursing staff(accidental needle stick)" beginning on 09-jun-2024, "the insulin needle being too long(needle issue)" with an unspecified onset date, and concerned a female patient who was treated with novofine 32g 6 mm (needle) from 09-jun-2024 for "diabetes mellitus", patient's height, weight and bmi(body mass index) were not reported dosage regimens: novofine 32g 6 mm: 09-jun-2024 to not reported; current condition: diabetes mellitus(type and duration not reported) concomitant products included - insulin on 09-jun-2024, nurse staff accidentally touched the needle (instead the needle piercing the outer needle cap), which caused skin puncture on the right index finger and wound pain. There was no haemorrhage. The nursing staff immediately rinsed the needle punctured wound with running water, squeezed the congestion at the wound from the proximal end to the distal end, and disinfected the wound with alcohol. On an unknown date,the patient had examinations of hepatitis b, syphilis, hepatitis c and hiv, and the results showed that there was no abnormality. Although no harm was caused to the patient, the insulin needle being too long caused the nursing staff to be stabbed, which posed a certain risk of infection and potentially increased the psychological burden on the medical staff or patient. Nurse staff used a new novofine, packaging was normal (needle protective film and outer needle cap were intact), and the injection process was normal.nurse staff did not experience any adverse events later. Batch numbers: novofine 32g 6 mm: 21g20y action taken to novofine 32g 6 mm was not reported. The outcome for the event "wound pain(wound pain)" was not reported. The outcome for the event "nurse staff accidentally touched the needle (instead of the needle piercing the outer needle cap), which caused skin puncture on the right index finger of the nursing staff(accidental needle stick)" was not reported. The outcome for the event "the insulin needle being too long(needle issue)" was not reported. Since last submission, case was updated with following informations: -patient gender was updated. -patient's date of birth,age and age group were removed. -verbatim of the event "accidental needle stick" was updated. Narrative updated accordingly. References included: reference type: e2b authority number reference ID#: cn-nmpa-1345224262024000133 reference notes: national medical products administration, chn no further information available.

Event description:
Case description: investigational result: novofine 32g etw tip 0.23/0.25*6mm - batch 21g20y. The product was not returned for examination. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. Since last submission, case was updated with following informations: is non-reportable, malfunction, qc result, qc comment updated. Final report ticked. Expected date of follow up removed. Imdrf codes added. Evaluation inlight updated. Narrative updated accordingly. Final manufacturer's comment: 21-aug-2024: the suspected device novofine 6 mm (32 g) has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine needle. Considering the nature of events, route of administration being subcutaneous, the reported injection site reactions could be attributed incorrect product handling. H3 continued: evaluation summary: novofine 32g etw tip 0.23/0.25*6mm - batch 21g20y. The product was not returned for examination. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken.